Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications. Device passed self test and displacement test. Device was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. Device received missing display window cover, scratched case, pillowing keypad overlay and missing end cap address label. No cracks on case noted. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not responding anymore even after replacing the new battery. Customer¿s blood glucose was 8.9 mmol/l. Customer stated that housing of the insulin pump was cracked and probably not watertight. Insulin pump will not be returned for analysis.